Event description:
It was reported that during a right hemicolectomy procedure, the surgeon performed a "barcelona" technique on a male patient and used a (B)(4) to close over the entry point from the (B)(4). Everything went well and the device was fired. The surgeon was happy with the firing but upon close inspection, found a mis-fired staple. He then examined further and found a longer section of the staple line had not formed properly and these staples had not formed in the normal "b" shape. The specimen was removed and the surgeon repeated the anastomosis by doing a hand sewn anastomosis after removal of the original bowel section. There were no adverse consequences for the patient. Account will not release device; no device returning.

Event description:
The surgery center reported explanting a h60m hydroview intraocular lens due to clouding/opacity of the lens optic.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Account will not release device; no device returning. The complaint could not be confirmed because no device was returned for analysis. Complaint information is trended on a regular basis to determine if further investigation is warranted.